Event description:
According to the reporter, during a coronary artery bypass procedure, while the suture was being used to create the distal anastomosis, the device broke halfway through suturing. Another device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The retainers were inspected with no abnormalities. The needles were received stuck together. The suture was received broken. It was observed, under magnification, that the suture appeared to have split under tension. One needle was bent. Instrument marks were noted on the bend. Instrument marks were noted on both needles on the swage. A tensile test was performed on the sealed samples and the results exceeded the specifications for this product. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.